Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 506 mg/dl and the sensor value was 400 mg/dl. Insulin delivery was suspended due to sensor glucose and blood glucose. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer did not perform troubleshooting for high blood glucose. The device will not be returned for analysis.